Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that patient hospitalized due to high blood glucose level and diabetes keto acidosis. Customer's blood glucose value was 667 mg/dl at the time of the incident and current blood glucose was 375 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The drive support cap appears normal (slightly indented). Customer wearing the insulin pump at time of hospitalization. The customer was treated. Customer will not return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08745 inches. Unit was received with minor scratched lcd window.